Event description:
The customer stated discrepant wbc results were generated on the cell-dyn sapphire analyzer for one patient sample. The initial 0.51 10e3/ul wbc result was generated without any invalidating flags. The sample was repeated and a wbc result of 15.1 10e3/ul was generated. It was indicated that the likely cause was due to particles in the pathway at the time of the evaluation. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.